Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was determined a lead issue associated with the lead. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Explanted performed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was determined a lead issue associated with the lead. Currently, this rv lead remains in service and no adverse patient effects were reported.